Event description:
Spontaneous call from patient and spouse. Patient¿s pump last friday alarmed for patient to load cartridge while in use. Cartridge was not ready to be changed. Pump displayed similar error during loading process. After fill cannula, pump would notify patient to load cartridge. Advised patient pharmacy would ship out replacement. No further information. Did this reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we replace device? Yes. Reported to (B)(6) by patient/caregiver. Strength: 5mg/ml. Dose or amount: 50.8 nkm, frequency: continuous infusion, route: so. Dates of use: from (B)(6) 2017 to current. Diagnosis or reason for use: pah.